Event description:
Prior to a breast biopsy procedure before using the devices on the pt, the surgeon tested the flexibility of the plastic introducer and it broke. This happened in 4 pieces. Our sales promoter tested other 3 and also these broke." There were no adverse consequences to the pt. Seven devices are returning.